Event description:
Asku

Event description:
It was reported that the rv lead was replaced due to shocks, oversensing of noise, and undefined lead impedance. No further patient complications were reported as a result of this event. It was reported the lead fractured. The lead was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed noise, an impedance measurement of infinite, and an elevated ventricular sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. The full lead was later returned and analyzed. Summary: distal conductor fractured. The distal conductor was distorted, defib conductor distorted, blood/body fluid on outer tubing overlay, inner tubing and outer tubing kinked/buckled, outer tubing overlay melted, outer tubing torn, helix bent, blood on helix, lead stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed noise, an impedance measurement of infinite, and an elevated ventricular sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system.